Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: d224drg implantable cardioverter defibrillator, (B)(6) 2009. A 6940-52 implantable tachy lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead fractured. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.